Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator(usm) 2 was having instrument engagement issues again. The scrub nurse stated they tried several different instruments all with the same results. The technical support engineer (tse) asked if they had tried reseating the sterile adaptor, to which the caller stated they had not. The caller said the usm had been working correctly for about the first 45 minutes of the case, then stopped working. The tse reviewed the logs and was unable to find anything that indicated there was any issue with usm 2 or instrument engagement with usm 2. The caller said they were going to continue the case with three usms. The system was connected to onsite and the logs gave no indication of an usm or instrument issue. The tse monitored the system until the end of the case. The system was disconnected from onsite prior to instrument details being logged. It was noticed that usm 2 drapes remained on for quite a while after the other drapes were removed. It is unsure if this was due to staff trying other instruments or if there was some difficulty in removing the drape from this usm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was working normally for the start of the case without any error fault logged on the system.

Event description:
Refer to h10/h11 for follow-up information.